Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that tissue damage occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient reported that the hole created in the septum to implant the closure device in the laa cannot be closed as it is acting as a pressure relief valve and taking pressure off of the heart. A bi-directional flow remains. The patient also stated that they are suffering from respiratory failure with massive fluid build-up in the body.